Event description:
It was reported that there were 2 cracks in the front cover of the device. The intensity brightness levels test failed.

Manufacturer narrative:
There was no patient involved in this event. The PMA# provided is associated with most recent approval. Manufacturer's investigation conclusion: the reported events of the heartmate system monitor being unable to pass the brightness test and having a damaged front cover were confirmed via evaluation of the returned unit at the (B)(6) distribution center. Troubleshooting was performed, and the brightness issue was determined to have been caused by an issue with its inverter circuit board. The cracked front cover and damaged inverter were replaced, and preventative maintenance was performed on the unit. The serviced and repaired system monitor was returned to the rental pool after passing all tests per procedure. Further circuit analysis revealed that the inverter printed circuit board (pcb) was receiving the appropriate dc input voltage but delivering an excessive ac output voltage when compared to typical values. The failure of the brightness test was isolated to the inverter pcb; however, an exact component failure was unable to be identified. The root causes of the reported events were unable to be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the heartmate system monitor, serial number (B)(4), was manufactured in accordance with manufacturing and qa specifications. The unit was shipped to the customer on 17mar2006. Handling precautions when the system monitor is mounted on the power module are documented in the power module instructions for use (IFU). The power module IFU section 9.0 ¿ ¿routine maintenance¿ instructs users to regularly inspect their equipment for damage, including the system monitor, and to obtain replacements if necessary. The heartmate system monitor IFU instruct the user to refer any servicing of heartmate lvas equipment to trained service personnel only. The heartmate 3 patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.